Event description:
The reporter stated it was observed that pt's work of breathing has increased, suction catheter not able to be passed. The trach tube was changed to a trach tube with immediate decrease in pt's breathing and ability to pass suction catheter.

Manufacturer narrative:
The sample is currently in transit to the manufacturing site for analysis.